Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump passed rewind and displacement test however, unable to perform, basic occlusion, occlusion, prime, excessive no delivery tests due to physical damage to case. The drive support disk was inspected and no anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom part of the battery compartment and reservoir compartment came off. The customer's blood glucose was 255 at the time of incident. The customer stated that her blood glucose reached over 300 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.